Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1, g2 and h4. (In g2 user facility should be unmarked). Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the objective lens glue was peeled off was caused by stress of repeated use, external factors or handling of the device. However, a definitive root cause could not be identified. The following is included in the instructions for use (IFU): it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection of the endoeye flex deflectable videoscope, the objective lens adhesive peeled off. There were no reports of patient involvement.